Event description:
It was reported that the user¿s freestyle libre 3 plus sensor had trouble connecting to the ilet and remained in pairing for an extended period until guided troubleshooting, including a toggle procedure and re-pairing through the ilet app on the phone, resolved the issue and initiated a sensor warm-up. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the electrical/magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.